Event description:
Rptr complains of pulmonary fibrosis, multiple problems with brain including not getting enough oxygen or blood to brain, short memory, constant pain, and extensive edema. States she is not able to walk more than a block and is on 2 liters of oxygen 24 hours a day. Also reports a "mental problem." Rptr states her 5 children live in constant fear of her dying and leaving them. "I could wake up and not even know the 5 children I gave birth to." In addition, rptr complains of polymyositis and gastro-esophageal reflux disease.